Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a revision request for an inflatable penile prosthesis (ipp) was made due to the patient not being able to use the prosthesis recently. No report has been received indicating that the procedure has been performed and no adverse patient effects were reported.